Manufacturer narrative:
(B)(4), and an unknown lot number. Thirty-three single-use devices were received for evaluation. For thirteen devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the thirteen returned devices. The devices were found to be conforming product. For nine devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the luer. The reported condition was verified. The cause of the broken tubing could not be determined. For four devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For four devices, visual inspection identified fluid inside the device housing; however, the water droplets were identified to be condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water. A functional leak test was performed on the four samples by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified. The devices were found to be conforming product. For two devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. No signs of a leak were observed. Photographs of the two devices were also received for evaluation and identified condensation at the bottom of the housing. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Condensation will dry up over time. A leak test was performed by filling the devices with water. The next day, no signs of a leak were observed from either device. The reported condition was not verified. The devices were found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. A functional leak test was performed by manually filling the device with water. During fill, a leak was observed at the solvent-bonded junction of the tubing and stressmember. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Photographs of eleven devices were also received for evaluation. For six of the photographs, visual inspection revealed fluid inside the bags that contained the devices. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For four of the photographs, visual inspection noted a leak inside the bags that contained the devices. Further inspection revealed that the cause of the leak for the four devices was due to detached tubing at the junction of the white luer. The reported condition was verified. The cause of the detached tubing could not be determined. For one photograph, visual inspection revealed that the device was leaking at the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 47 </noe> malfunction events. It was reported that forty-seven large volume infusors leaked prior to patient use. Eleven devices leaked from the blue winged luer cap, four devices leaked due to the white flow restrictor detaching from the tube, one device leaked due to the ¿top¿ becoming detached, one device leaked from the fillport, one device leaked because ¿the end of the connector has come off¿, and twenty-nine devices leaked from an unspecified location. There was no patient involvement. No additional information is available.